Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, the patient stated she experienced malaise, lethargy, and chest pain while the cgm was 70-120 mg/dl. She did not check the bg and went to the hospital. She suspected diabetic ketoacidosis (dka) or heart attack. In the emergency department (ed), the cgm was 117 mg/dl while the bg was 500 mg/dl. She was treated with insulin and cardiac medications. On (B)(6)2025, per follow up with technical support, the reporter stated that she was treated as an inpatient for 2-3 days and clarify the symptoms she experienced on (B)(6)2024. At the time of the report, the patient was feeling better. There was no documentation of further medical evaluation or intervention. Of note, the patient uses insulet omnipod5 and was reportedly unable to answer whether the pump mode was in modified closed loop. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, the patient stated she experienced malaise, lethargy, and chest pain while the cgm was 70-120 mg/dl. She did not check the bg and went to the hospital. She suspected diabetic ketoacidosis (dka) or heart attack. In the emergency department (ed), the cgm was 117 mg/dl while the bg was 500 mg/dl. She was treated with insulin and cardiac medications. On (B)(6) 2025, per follow up with technical support, the reporter stated that she was treated as an inpatient for 2-3 days and clarify the symptoms she experienced on (B)(6) 2025. At the time of the report, the patient was feeling better. There was no documentation of further medical evaluation or intervention. Of note, the patient uses insulet omnipod5 and was reportedly unable to answer whether the pump mode was in modified closed loop. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked in the ed. No additional patient or event information is available.